Manufacturer narrative:
Device is a combination product.  (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted, damaged and stretched distally out over the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing from the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 32x2.25mm, 80% stenosed, de novo, eccentric, target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. After predilation was performed, a 2.25x32mm promus element¿ plus stent was advanced to treat the lesion. However, resistance was encountered during insertion and the device failed to cross the lesion. Hence the device was considered as damage. The procedure was completed with implantation of a 3x32mm stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 32x2.25mm, 80% stenosed, de novo, eccentric, target lesion was located in the mildly calcified and moderately tortious left anterior descending (lad) artery. After predilation was performed, a 2.25x32mm promus element¿ plus stent was advanced to treat the lesion. However, resistance was encountered during insertion and the device failed to cross the lesion. Hence the device was considered as damage. The procedure was completed with implantation of a 3x32mm stent. No patient complications were reported and the patient's status was stable.